Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml of unknown baclofen at a dose of 827.2 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall was seen on (B)(6) 2018 at initial interrogation and the patient had not recently had an MRI. The motor stall was active. The patient experienced a sudden symptom of spasticity and no further complications were expected or anticipated.

Manufacturer narrative:
The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient's pump was replaced due to the motor stall. No further complications were expected or anticipated.